Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event. The fse confirmed the issue, however, did not have the customer reproduce imprecision to conserve reagents. The fse resolved the complaint by instructing the customer to perform a decontamination of the instrument. The qc results passed and were within published ranges. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 22apr2018 through aware date 22may2019. There were no other similar complaints identified during the review period. The intact parathyroid hormone (ipth) analyte application manual states the following: evaluation of results. Quality controls. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of control are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The probable cause of the reported event was due to instrument contamination.

Event description:
A customer reported quality control (qc) imprecision with analyte ipth on the aia-360 instrument. The customer performed decontamination of the instrument still the error persisted. As part of troubleshooting, the customer ran patient samples and confirmed seeing imprecision as well. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.